Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was not able to adjust the stimulation on the device with the patient programmer. It was noted that the display was showing ¿in the box¿ icon. It was further noted that the patient does us the antenna locate feature "as needed."

Manufacturer narrative:
Concomitant product: product ID neu_unknown_prog, product type programmer, physician. (B)(4).

Event description:
It was reported the patient had met with a manufacturer¿s representative 3 to 4 weeks prior to (B)(6) 2013. The ¿ins in the box¿ icon was showing on the patient programmer and it was reprogrammed and patient was fine. On (B)(6) 2013 the patient was back in the office due to the icon having been back.